Manufacturer narrative:
The ventilator was investigated by our distributor. The dc/dc & standard connectors pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error codes.since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the printed circuit board (pcb) dc/dc & standard connectors was replaced and returned for investigation. The received log file confirmed the reported technical error codes at the date of event. The reported technical error indicating a power error could be reproduced when the received printed circuit board pcb dc/dc & standard connectors was tested in a test ventilator system. The conclusion is that the broken inductor in the received pcb has caused the reported technical error code indicating a power error. The reported technical error code indicating open safety valve could not be reproduced.

Event description:
It was reported that the ventilator generated technical error codes indicating power failure and open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).